Event description:
In 2008, the patient was implanted with three (3) gore excluder aaa endoprostheses. During the procedure, a piece of calcium dislodged and occluded the right femoral artery. The same day, the patient underwent a second procedure to resolve the occlusion. Right femoral perfusion was restored. The patient tolerated the procedures.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other devices implanted at the time of the procedure: pxc181000, pxt261412.